Event description:
It was reported that patient underwent a revision procedure of his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and a new tactra device was implanted.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a revision procedure of his spectra penile prosthesis (spp) right cylinder was shorter and was pultruding laterally. Patient experienced discomfort during intercourse. All components were explanted and a new tactra device was implanted.